Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The insertion site was lower back. The blood glucose level was high for more than 4 hours.the blood glucose level was 300 mg/dl at the time of the event and got treated with insulin pump. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.